Event description:
It was reported the patient took his normal dose of trulicity at 09:00 am (not based on any meter reading). At 11:00 am, he received the result hi (= higher than the measurement range of the meter) and experienced hypoglycemia symptoms like shakiness shortly afterwards. Treatment consisted of food and soda, which was provided by a relative and consumed without assistance. The customer felt better after 1 hour. Blood glucose result at 11:50 am was 54 mg/dl.